Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after a percutaneous coronary interventional procedure with a small bore sheath. Reportedly, the proglide device did not reach the vessel due to resistance during advancement, therefore steps 1, 2, and 3 were not attempted. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.